Manufacturer narrative:
Review of quality metrics identified no adverse trends for the centrifuge board, part number 8-35003665-01, for this failure mode. Field service considered the issue to be due to the customer failing to wait the required 10 seconds after turning off the power before restoring it. Based on the available information, a deficiency of the board was not identified related to this failure mode. There is insufficient information to reasonably suggest a malfunction occurred. The customer cycled power to the centrifuge twice and could not recall if they waited the required 10 seconds before restoring power. Current labeling provides troubleshooting assistance, including the procedure to perform a mains reset. The issue was resolved through normal troubleshooting procedures. The rotanta 460 centrifuge meets applicable safety regulations. (B)(4).

Event description:
The customer observed centrifuge error 28: total timeout expired; centrifuge error 12: illegal response for the accelerator aps centrifuge module. The centrifuge displayed a low voltage message. While troubleshooting the low voltage message, abbott field service discovered a burnt component on the main centrifuge board, part number 8-35003665-01, serial number (B)(4), and replaced the board. No smoke, fire, shock or injury was reported.

Manufacturer narrative:
A product deficiency was identified due to an increase in complaints for failures of the r100 component of the main electronics board (parts 8-35003665-01 and 8-206623-01). The supplier, (B)(4), determined that the issue is from the r100 component of the hettich centrifuge board which was too small to withstand a current spike. Hettich released an enhanced main board revision 06 with a different r100 resistor. It is considered acceptable to continue using the automation system because the issue does not impact operator nor patient safety. The accelerator aps operations manual and the centrifuge operations manual were reviewed and show that troubleshooting and safety information is provided. There have been no reported injuries for this issue. If the electrical components of the main electronics board fail, it will shut down the centrifuge module. If the centrifuge shuts down, the operator will receive an error message. The frequency of this hazard was assessed and it was determined that though there was a trend in complaints, the overall frequency of low had not changed from the predicted frequency as outlined in the risk management file.

Manufacturer narrative:
Field service found a burned r100 component on the main electronics board, part number 8-35003665-01. The board was replaced to resolve the issue. The accelerator aps operations manual and the centrifuge operations manual were reviewed. Troubleshooting and safety information is provided. Customer complaint data was reviewed and an increase in failures for the main electronics board, part 8-35003665-01 and part 8-206623-01, triggered an alert which suggests an adverse trend. Based on this information, a product deficiency was identified and further investigation is being performed. A follow-up report will be submitted at the completion of the investigation.